Event description:
It was reported that during an interventional embolization procedure for an aneurysm. When pushing the subject stent within the microcatheter, resistance was encountered. The physician attempted to apply more force but still unable to push the subject stent normally. Subsequently, the subject stent was retracted and deployed within the microcatheter hub. However, after the operation, the physician cut off the connection between the microcatheter and the microcatheter hub to locate the subject stent and found half of the subject stent was inside the microcatheter and the other half was inside the microcatheter hub. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated mes (manufacturing execution system) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject stent was received in a broken/fractured and deployed condition. The stent delivery wire (sdw) and the introducer sheath were returned. The catheter had been cut in many places. The stent was broken/fractured as well as deformed. All 3 marker bands were present on the proximal end of the stent. The distal end of the stent was not returned. The introducer sheath distal tip was found to be intact. The stent delivery wire (sdw) was kinked/bent throughout its length. Functional testing was unable to perform as the stent was returned in a deployed state. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported event of the stent difficult/unable to transfer, stent deployed prematurely during retraction/re-sheathing and stent deployed prematurely during use could not be replicated during functional testing. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition during preparation/prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that: ¿prior to the procedure, the stent was inspected and found to be intact. After thorough rinsing, during the transfer of the atlas stent through an microcatheter, significant resistance was encountered when pushing the stent within the microcatheter hub. The physician attempted to apply more force but was still unable to push it normally. Subsequently, the stent was retracted and deployed within the microcatheter hub. The stent and microcatheter were then withdrawn together, and the procedure was completed using a new stent of the same model and an microcatheter. After the operation, the physician cut off the connection between the microcatheter and the hub to locate the stent. Since half of the stent was inside the microcatheter and the other half was inside the hub, when the microcatheter was cut, the physician also cut the stent in half¿. During analysis, the stent was returned in a broken/fractured and deployed condition, which is aligned with the event description. Two (2) separate pieces of stent were returned (proximal end and middle section) but the distal end of the stent was not returned. The stent had been cut by the physician on purpose after the procedure during their inspection of the microcatheter. The microcatheter itself had been cut into numerous small sections. The stent was also deformed. The introducer sheath was returned for analysis and was undamaged. The stent delivery wire (sdw) was returned and was noted to be kinked/bent along the length of the wire. If the rotating hemostasis valve (rhv) vent cap is not sufficiently tightened down on the introducer sheath, it is possible for the sheath to experience minor proximal movement after it has been correctly positioned inside the rhv/microcatheter hub. Proximal movement of the sheath in the hub would result in a gap between the distal end of the sheath and the microcatheter lumen. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into this gap. Increased resistance is then experienced while attempting to advance the stent into the microcatheter lumen, resulting in possible damage to the stent and the sdw. Upon realizing this through increased resistance, an attempt may follow to withdraw the stent. During this action, especially if the stent is stuck inside the lumen, the sdw may slip through the proximal end of the stent, leading to premature deployment, with part of the stent present in the microcatheter hub and part of the stent present in the microcatheter lumen. Based on the review of all available information, the as reported events of the stent difficult/unable to transfer, stent deployed prematurely during retraction/re-sheathing and stent deployed prematurely during use as well as the as analyzed damage of stent deformed and sdw kinked/bent will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to unknown procedural factors during use. The remaining as analyzed damage of the stent broken/fractured during preparation will be assigned handling damage as the stent was intentionally cut up by the physician post-procedurally.

Event description:
It was reported that during an interventional embolization procedure for an aneurysm. When pushing the subject stent within the microcatheter, resistance was encountered. The physician attempted to apply more force but still unable to push the subject stent normally. Subsequently, the subject stent was retracted and deployed within the microcatheter hub. However, after the operation, the physician cut off the connection between the microcatheter and the microcatheter hub to locate the subject stent and found half of the subject stent was inside the microcatheter and the other half was inside the microcatheter hub. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.